Event description:
International customer reported that a pt underwent a bilateral, open inguinal hernia repair procedure in early 2009. Post-operatively, it was found the following month, that the pt had developed a superficial surgical site infection. The pt was returned for an incision and drainage of the surgical site. The event is listed as resolved a week later.

Manufacturer narrative:
Infection occurred - conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all sterilization release criteria. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.